Event description:
A (B)(6) woman who had complained of headache for a few days and then developed facial droop and focal weakness on (B)(6) 2018 and rushed to the ed. She was diagnosed with subarachnoid hemorrhage due to rupture of an aneurysm, large frontal lobar and basal ganglia hemorrhage and left-sided hemiparesis. She is stable post right sided pterional craniotomy with evacuation of hematomas and placement of evd. She is intubated in the sicu. An rn attempted to place bridle and discovered that the magnet was missing from the end of the blue stylet after multiple failed attempts to place the bridle. Unclear if magnet was absent or dislodged in patient during placement attempts.